Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a no disposable alarm was the "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pump exhibited a no disposable alarm. Troubleshooting was performed and the pump continued to alarm. Res volume was 112.0 ml, continuous rate at 3.0 ml/hr, and volume given was 24.65 ml. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.